Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# unknown, product type: recharger.

Event description:
Information was received from a business partner regarding a patient with an implantable neurostimulator for spinal pain. On an unspecified date in 2016, the patient experienced coupling problems (only received 4 bars) and the ins was on its side. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.